Manufacturer narrative:
The device was returned to olympus as part of the asset return process. Besides the reportable malfunction, the evaluation found the following non-reportable malfunctions: t-nut was loose; due to wear of forceps elevator lever, up/down knob cannot be locked securely; due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements; adhesive on bending section cover was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was observed that a stain entered the lens through a gap on the distal end adhesive, between acoustic lens and ultrasound probe. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, it the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.